Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the event description and the information provided by the customer, there is insufficient evidence to determine whether the band failure to deploy was attributable to physician technique or a device malfunction. Without evaluation of the device, the most probable causes contributing to the event cannot be determined. Additionally, the product record review did not identify any potential product quality issues or new patient harm. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectal during an endoscopic ligation of esophageal varices and anorectal hemorrhoids procedure performed on (B)(6) 2026. During the procedure, the ligation ring could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.